Manufacturer narrative:
Corrected information: d5, e3 (transcription error).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The peritoneal dialysis registered nurse (pdrn) reported receiving air detected in cassette alarm during drain 4 of 8. The source of the leak is unknown. It was reported that there was fluid within the cycler. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the customer. Upon follow up, the pdrn reported that treatment was completed with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn is unsure they have received a new cycler nor if the reported cycler was returned. A pickup was scheduled to return the cycler to the manufacturer for physical evaluation. Additional information has been requested, however, to date a response has not been received.